Event description:
A report was rec'd that the pt is experiencing difficulty charging her implant following a revision procedure. A bsn engineer analyzed the pt's database and determined that the ipg is depleting prematurely. The physician decided to replace the pt's ipg, but no further action will be taken as the pt currently cannot have surgery due to personal issues.

Manufacturer narrative:
A review of the mfg documentation of the implanted ipg revealed no anomalies or deviations potentially related to the reported event occurred during mfg. This is the final report.